Manufacturer narrative:
This report originally filed as 2523835-2024-02155. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before a cataract surgery, an ophthalmic tip was found to be bent. The surgery was completed with new tip. There was no patient contact. Corrected information has been received from initial reporter that suspect product was phaco tip and not irrigation/aspiration attachment.